Manufacturer narrative:
(B)(4). Approximate age of device: 49 days. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, the patient complained of headache and nausea. A head CT scan did not reveal any acute processes. On (B)(6) 2017, the patient experienced fever, and was (B)(6) for (B)(6) in the blood. It was reported that the driveline exit site was clean, and that the cause of infection was unidentified. The patent's lactate dehydrogenase level elevated to 800 u/l, and heparin was administered. The patient subsequently experienced a hemorrhagic stroke with bleeding at three unidentified sites. It was reported that the infection was ¿under control¿ with antibiotics, and that the patient was hemodynamically stable; however, the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device was returned assembled. Upon disassembly of the returned device, examination of the inlet stator bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus had a ring-like structure with laminated layering and areas that were denatured, indicating that it likely developed around the bearings over an undetermined period of time while the pump was in operation. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be conclusively determined, the deposition was of moderate size and would have impeded flow and potentially contributed to the report of elevated lactate dehydrogenase level. No other depositions were identified. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A correlation between the device and reported hemorrhagic stroke and sepsis could not be conclusively determined. Device thrombosis, hemolysis, stroke, bleeding and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.